Manufacturer narrative:
The insulin pump was received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device passed the rewind, basic occlusion, prime and displacement tests. The functional testing could not be completed due to the motor error alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed no delivery. They changed the complete set, but then received a motor error alarm. The blood glucose at the time of the incident was 275 mg/dl. It was stated that the device turned off and back on and they had to reset the time/date. The device was not dropped or exposed to a magnetic field and the drive support cap was recessed. The customer was able to rewind, but received another motor error alarm during prime. The device was returned for analysis.